Event description:
Caller reported, blood glucose results of 88 mg/dl, 208 mg/dl, and 298 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.